Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of 20manufacture 10/01/2019 to the present date 12/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the keypad alleged as not working. It was further reported that the device was missing the handle and required an new battery.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the keypad alleged as not working. It was further reported that the device was missing a the handle and required an new battery.